Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Initial reporter (full) phone: (B)(6).

Event description:
The complaint/event occurred on an unspecified date and involved a tego¿ connector. The valve of the device reportedly was sinking and this interrupted blood flow during use. Because of this problem, the tego device had to be replaced in less than seven days of use. No one was harmed as a result of this event.

Manufacturer narrative:
Investigation summary: although no photos or videos were shared, complaint can be confirmed based on failure mode description and DHR review, the probable cause is due to a to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.